Event description:
It was reported that the device leaked. The reporter noted that the solution was replaced on january-12 at 3:00 pm and on january-13 at 3:00 pm, the operator noticed a liquid leak when changing the medication. The reporter noted that they checked the device several times, but there were no problems at that time, so it was unclear when the leak occurred. The device was recalled because liquid was found on the polyethylene foam. The operator asked to investigate whether the adhered liquid could be the leaking solution. The patient has reported several leaks since last year, which has caused great concern for both the patient and their doctor. This occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.